Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that during an intraocular lens (iol) implant procedure, the capsular bag was collapsed. Additional information was received stating lens was removed out using cutters and forceps. The surgery was completed on same day with no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The reporter indicated the use of a qualified associated cartridge. The use of an unspecified handpiece was indicated. It is unknown if a qualified handpiece was used. A viscoelastic was indicated which is not qualified for use with the lens/cartridge used. The product investigation could not identify a root cause. Information was provided that in the surgeon's opinion, the product did not cause or contribute to the event. No further information was provided. The manufacturer internal reference number is: (B)(4).